Event description:
It was reported by service report that the breakaway head section was damaged and missing internal screws and bolts on the hinges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.